Manufacturer narrative:
The returned defibrillator was tested using the customer's returned r2 patient cable and proper operation for patient treatment was verified. Testing verified the unit's impedance detection circuit and ability to treat a rhythm. No inappropriate "close tape door" or "check electrode pads" prompts were experienced. The defibrillator did prompt "check tape" to warn of a tape deck problem; the spindle was found to be bent preventing operation of the tape deck. This condition does not affect operation for patient treatment. The returned cassette tape contained simulated test data dated 7/2/99 that was unrelated to the incident and did not include inappropriate prompts. The r2 electrode pads used at the scene were not returned for this evaluation. The hs1000 defib voices "close tape door", flashes the red tape indicator and becomes nonfunctional for patient treatment when the tape deck door is opened during operation in order to isolate the user from possible contact with the unit's ground (leakage currents). The device voices "check electrode pads" if contact with the patient is lost during operation. The "check tape" message with lit red tape indicator alerts the user if a new tape is required, if at the end, or if another tape fault is present and does not affect operation for patient treatment. These messages, and what to do, are explained in the hs1000 operating instructions. A letter was sent to the customer explaining our evaluation.

Event description:
During an incident in 1999 involving a female patient in full cardiac arrest, this defibrillator first prompted "close tape door" when the door was closed and, after they opened and re-closed the tape deck door, the defibrillator prompted "check electrodes". The crew checked the electrodes and then the unit prompted "close tape door" again. The paramedics could not get to the scene quickly so the patient was transported to a hospital where she was pronounced.